Event description:
The pt presented to the hospital ER with fever, dark urine and an elevated white blood count. A previously placed therapeutic metal stent had migrated out of the common bile duct and into the duodenum. Fluoroscopy and an ultrasound of the abdomen showed no stent. It was reported that the stent passed out of the bowel via the rectum, another stent was successfully placed and the problem was resolved.